Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted with another manufacture's chronic right ventricular (rv) lead. Defibrillation threshold (dft) testing was performed but was unsuccessful; the patient had to be externally rescued. The pocket was reopened where it was discovered that the terminal ends of the high voltage lead had been reversed in the header. The lead was then connected properly to the device with resolution of the clinical observations. There were no additional adverse patient effects. The system remains in service.